Event description:
A nurse reported that a new dialysis pt complained of slight discomfort and may have rec'd an overfill of solution during a "ccpd" treatment while in the hosp. It was noticed that the drain volume in drain 3 was higher than expected. The prescribed fill volume was 2,000 ml and the drain volume was 3,790 ml. The cycler gave an alarm on fill 4. Treatment was not completed since the solution bags had emptied. There was no serious injury or illness.